Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. The customer's blood glucose reading was 201 mg/dl at the time of incident. Troubleshooting found that the numbers on the display screen scroll and do not stop and the pump alarmed failed battery test before and after a battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with button error alarms and intermittent act button response due to corroded keypad traces. No unexpected numbers scrolling, audio alarms, or display anomalies during testing. The pump was received with normal operating currents and passed all functional testing. No unexpected low battery, failed battery, or time/date resetting occurred during testing. The pump had a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.